Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer declined to troubleshoot for high blood glucose level. Customer was advised to contact to their health care professional. Customer current blood glucose level was in the range of 150 to 200 mg/dl. Customer reported that they feel okay. Customer did not want to continue troubleshoot. The insulin pump will not be returned for analysis.